Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a 77-year-old female patient underwent thoracic endovascular aortic repair (tevar) to treat a aortic aneurysm in the descending aorta. The physician planned to place zta-p-34-113-w1 (complaint device) as the first stent graft and zta-p-38-217-w1 as the second stent graft but proximal to the first zta. The access was gained from the right femoral artery and it was reported that the right femoral artery diameter was ø5.0mm with calcification and the right external iliac artery diameter was ø5.8-6.8mm and with calcification. The first zta was inserted, but removed again due to difficulties with passing through the narrow femoral artery. Dilation with a 7mm catheter was performed and a dummy sheath with an outer diameter of 6.7 mm was inserted and could pass through. The first zta was inserted again, although it managed to pass through the femoral artery, it could not pass through the narrow external iliac artery. The zta was removed and dilation with a 7mm catheter was performed again. The first zta was inserted again, and although it was difficult to pass through the eia, but it was delivered to the target position. After deployment of the first zta decrease in blood pressure was observed, but the procedure was continued. The second zta was implanted and after deployment the zta sheath was left in place and touch up with a coda balloon was performed. The final angiography confirmed that there was no endoleak. As the patient's blood pressure continued to drop, the right access route was contrasted several times while removing the zta sheath. There was no evidence of the access vascular injury. The patient's blood pressure did not stabilize after removal of the zta sheath, and the procedure was moved to laparotomy. Injury (tear) of the right external iliac artery was confirmed, and f-f bypass (8mm artificial vessels) was performed because reconstruction of the right eia was judged to be difficult. It was reported that the patients condition has stabilized. Review of device history record gave no indication of the device being produced outside of specifications. An imaging review was made of the provided planning and sizing sheet. Per the findings in the imaging review "the planning and sizing worksheet confirms that the majority right cia (common iliac artery) was less than 6mm maximal diameter. This and a calcified 4.4mm diameter stenosis of the proximal right cfa (common femoral artery) confirm a less than adequate access vessel." And "the right cia was likely chosen over the left cia because the left cia was not only narrowed but severely calcified". Based on these findings the imaging reviews impression is "the complaint of access vessel injury is confirmed. Even though images of the event were not provided, the pre-implantation images indicate that vessel was likely incapable of providing adequate access without injury. The injured access vessel was too small." The instruction for use states "adequate iliac or femoral access is required to introduce the device into the vasculature. Careful evaluation of vessel size, anatomy, and disease state is required to ensure successful sheath introduction and subsequent withdrawal, as vessels that are significantly calcified, occlusive, tortuous, or thrombus lined may preclude introduction of the endovascular graft" and "iliofemoral access vessel size and anatomy (thrombus, calcification and/ or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 16 french (6 mm od) to 20 french (7.7 mm od) vascular introducer sheath." The device is used for a patient with incompatible access vessel anatomy, consequently, the procedure is considered to be off-label. Vessel damages and surgical conversion to open repair is listed as potential adverse events in the instructions for use. Based on the provided information and the imaging review the procedure was off-label as the iliac and femoral access were inadequate because of the narrow and calcified lumen. The calcified lumen possibly contributed to the right external iliac artery getting injured. In addition, according to the IFU, the zenith alpha graft is a two pieces cylindrical endovascular graft. The proximal component may be used independently or in combination with a distal component. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): p140016. Investigation is still in progress.

Event description:
Description of event according to the initial reporter: tevar for descending aortic aneurysm with rcfa approach was performed. The first stent graft (zta-p-34-113-w1) was inserted, but it was removed due to difficulty in passing through the narrow cfa. Pta was performed (7mm), and then it was confirmed with a dummy sheath (18fr dry seal sheath / 6.7mm od) could pass through. The first stent graft was then inserted again. But it could not pass through the narrow eia. Pta was preformed and could now reach the target position. There was observed a blood pressure drop but the procedure was continued and the second stent (zta-p-38-217-w1) was delivered. Zta sheath was left in place and touched up with a coda balloon. The final angiography confirmed that there was no endoleak. As the patient's blood pressure continued to drop, the right access route was contrasted several times while removing the zta sheath. There was no evidence of the access vascular injury. The patient's blood pressure did not return after removal of the zta sheath, and the procedure was moved to laparotomy. Injury (tear) of the right eia was confirmed (B)(4), and f-f bypass (8mm artificial vessels) was performed because reconstruction of the right eia was judged to be difficult. Type 3a endoleak was confirmed on the postoperative CT. (B)(4) patient outcome: as of july 1, the patient's condition has stabilized. As of july 14th, the patient will be under observation for a while.